Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery via medwatch report number mw5057564 that an evd drainage system was unable to be replaced without breaking off at the connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.